Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the shipping and the device boxes were observed crushed and torn. In addition, the pouch was observed wrinkled; however, no torn or breakage condition can be detected on the pouch based on the image. The potential cause of the damage could be related to a delivery service issue as the shipping box was observed torn and crushed. However, this could not be conclusively determined. The lot number was not provided; therefore, a manufacturing record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the manufacturer box was damaged in the order. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the shipping and the device boxes were observed crushed and torn. In addition, the pouch was observed wrinkled. This finding is MDR reportable.